Event description:
It was reported that the patient's implantable pulse generator (ipg) system was explanted due to a pocket infection. Before observing the infection, it was noted that the patient's right ventricular (rv) lead became dislodged and was in the right atrium. It was noted that the suture sleeves were not tied down tight enough to anchor the leads. Also, the rv lead helix appeared to have been only partially deployed. The patient was administered antibiotics and the system will not be replaced as of now. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that tissue in helix removed with alcohol, helix operates within specification. If information is provided in the future, a supplemental report will be issued.